Event description:
It was reported patient underwent initial left partial knee replacement. Subsequently, the patient was revised approximately 2 weeks post implantation due to periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Patient: year of birth: (B)(6). Concomitant medical products: 42558000301 partial femur cemented size 3 left medial; 42518200408 partial articular surface left medial size d 8 mm thickness. Report source: foreign country: (B)(6). Reported event was confirmed by review of x-rays received. X-ray review by third party states that x-ray taken prior to revision confirm periprosthetic fracture seen adjacent and inferior to the medial tibial plateau component of the left knee unicompartmental arthroplasty. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure due to periprosthetic fracture. No further event information available at the time of this report.